Event description:
A medtronic representative reported the site navigation system became unresponsive. The first forced re-start brought the system into the bios boot-up screen, where it, again, became unresponsive. After re-starting, the system responded normally and was fully functional. There was no patient present when this issue was identified as the problem was experienced when the hospital staff attempted to load patient data into the navigation system a few days prior to the procedure.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. The log files indicated a possibility that the patient database was at least partially corrupt. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Software investigation not completed.